Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 7/16/2020. Investigation: bd received a 20 gauge insyte autoguard unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed that the grip was severely damaged and the spring had been pulled out of the unit. The retraction button had been removed and the catheter tip appeared to be dirty. Next, a microscopic investigation was performed on the returned components and no damage was found to the catheter/cannula tips but the cannula tip was found to be outside of product specifications. However, the catheter tip was inspected and found to be within product specifications. Based off the visual and microscopic evaluations the engineer was able to verify the reported failure mode regarding the needle being dull or blunt but could not verify any issues with the catheter being defective or damaged. Unfortunately, since there was so much damage to the returned unit a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter and needle had deformations found on them before use. The following information was provided by the initial reporter: "stated that there are two deformations on this product, one on the needle and one on the catheter."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter and needle had deformations found on them before use. The following information was provided by the initial reporter: "stated that there are two deformations on this product, one on the needle and one on the catheter."